Event description:
Mother of customer called to report that her son's blood glucose (bg) meter results were not accurate. She stated that pdm was reading higher than actual readings and had landed her son in the hospital for tests and to give intravenous fluids (for a low bg). Mother stated that her pdm blood sugar meter was reading 120 mg/dl when her son was not acting himself. When ems responded, their bg meter was reading 45 mg/dl. No additional info was given from mother to report including blood glucose test strip info (lot#, expiration date, bg monitoring technique, etc).

Manufacturer narrative:
The device involved was not returned for evaluation. The pt confirmed the bg readings with another device before taking any action, per user instructions. Unable to confirm any product malfunction. No test strips were identified by the customer, therefore, no comparative testing can be performed on the user's strips. No conclusion can be reached at this time.